Event description:
During a recent catheter revision, the pt's family member voiced concern due to this being the second catheter replacement. Follow up with the hcp revealed the catheter had no defect, the hcp wanted it placed higher for more therapeutic effect to the upper extremities. See MFR report #6000030-2007-04524.